Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the operating room for right ventricular lead revision due to loss of capture. A chest x-ray revealed that the lead had dislodged. The lead became stuck during revision, the physician elected to cap the lead. A new lead was placed successfully.